Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), programmer, patient. Product ID: 37092, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 37092, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. A call was received from nas who wanted to transfer the patient to patient services. The caller reported that the patient indicated that their remote was broken and therefore they couldn't adjust stimulation. The patient mentioned that they were having movement issues and couldn't sit or lie down. Technical services reviewed that the patient needs to be directed to their physician or ER if necessary. Subsequently, it was reported the patient was in the ER as they could not sync with ins because antenna cord is broken. The patient stated that the system has worked well but because they cannot sync and increase stimulation, they are not getting usual pain relief. The patient reported the wires were still connected but the connection is snapped off and bent where it goes into the patient programmer. It did not appear any was stuck inside the patient programmer antenna jack. Patient was unable to connect to battery using programmer with and without antenna. The patient stated they manually adjust the stimulation throughout the day. The system has been a life saver and they have not had any trouble until this issue. The wires are still connected but the connection is snapped off and bent where it goes into pp. The patient has tried syncing with antenna plugged in several times with no success. The caller was walked through attempting to sync with the ins without antenna plugged in, but they saw the poor communication screen. The patient moved the patient programmer around and they still saw the poor communication screen. The patient indicated they know they are right over the ins as they can see it and it is really noticeable because the patient stated they weigh ¿like 110 pounds.¿ the patient noted they were having trouble syncing with the patient programmer a couple of weeks ago. They replaced the batteries in the controller, but it would not connect. They were able to connect successfully with the physician programmer. The pin on the antenna was broken, so it appeared the patient needed a new programmer and antenna. The caller was redirected to repair. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID: 37092, serial# (B)(4), product type: accessory. Analysis of the patient programmer (serial # (B)(4)) found that a scrapped patient programmer. All fdc, fdr and fdm applied to patient programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated the replacement of patient programmer and antenna resolved the pain from being unable to adjust stimulation. No further complications were reported/anticipated.